Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system stored inappropriate atrial tachy response episodes due to oversensing noisy signals. Technical services suggested noise observed could potentially be electromagnetic interference and referred the health care professional to review with the physician. No programming changes were made. The pacemaker remains in service. No adverse patient effects were reported.